Event description:
The device was removed due to a "leak at the connector cylinder to pump." The entire device was removed and replaced with another 3-piece inflatable penile prosthesis. Aded'l ser no: 025808.

Manufacturer narrative:
According to the available information, this penile prosthesis was implanted on 5/3/85. On 9/13/96 the device was removed due to a reported "leak at connector." The received operative notes stated that, "a leak was found at the connector from the right penile cylinder to the pump." During explant surgery the physician cycled the device to find the leak. The physician did not mention any difficulty with the pump's function. Additionally, the operative notes stated, "the patient had a previous implantation of an inflatable prosthesis in 1985 which had functioned well until approximately eight months prior to this procedure when there was a fluid loss." The entire device, including the two cylinders, the pump, and the reservoir, was received and evaluated by the MFR. During functional testing a leak was observed in the tubing near a connector attached to the cylinder tubing. Testing revealed the pump could not attain sufficient pressure to complete testing. Examination revealed that a pump could not attain sufficient pressure to complete testing. Examination revealed that a pump ball was located in the pump bulb. The pump ball was repositioned and re-tested. With the ball correctly positioned, the pump passed all functional tests. A microscopic examination of the leakage site was performed. A cross sectional surfaces of the leakage site were rough and irregular, indicating a tubing tear. With the ball correctly positioned, the pump passed all functional tests. A microscopic examination of the leakage site was performed. The cross sectional surfaces of the leakage site near the connector was the cause of the reported fluid loss. The leak was caused by stress(es) experienced by the device while in-vivo. Based on the operative report, qa concludes that the pump ball extruded during or subsequent to explant surgery and therefore is not related to the received complaint. Had the extruded pump ball been present in-vivo, only one cylinder would fully inflate. Had this condition been present, the physician most likely would mention this condition in the operative report.